Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button error. The customer¿s blood glucose level was 135 mg/dl. The customer's other blood glucose level was 98 mg/dl. The customer stated that troubleshooting was performed for the stuck button error. The device wil be returned for the analysis.